Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was blood spillage due to perfusion. The product was not changed out, there was 25 ml blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Terumo reviewed specifications for all packs purchased by this account and determined that this is a customer made connection. The root cause is unknown. Terumo will monitor for future issues. The complaint will be included in associate awareness training. No pack identification was provided or available, therefore no device history record was reviewed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).